Manufacturer narrative:
H6: investigation summary: one photo and one 1ml syringe in an opened blister pack from batch 0204839 (p/n 309628) were received and evaluated. It was observed the stopper was deformed with one side appearing to have been squeezed together. The deformed stopper condition was rejectable per product specification. Potential root cause for the distorted stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0204839 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ll stopper is deformed. The following information was provided by the initial reporter: the stopper is deformed. The device is available for analysis.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll stopper is deformed. The following information was provided by the initial reporter: the stopper is deformed. The device is available for analysis.